Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would not turn on. It was also indicated that the display wires were pinched and wire was exposed. It was also indicated that an encoder assembly and main seal contaminated, and that the keypad was scratched. It was also indicated that multiple external components were contaminated and/or damaged. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service. There was no patient involvement.